Event description:
It was reported that the patients ipg was no longer helping her pain. The patient underwent a full system explant procedure and was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred over a year ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: (B)(4).